Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. The customer received insulin flow blocked when trying to inject a bolus. Customer is unable to remove set at this time to test site portion of infusion. Blood glucose treated as per back up plan. Troubleshooting was performed. The product was not returned for analysis.